Event description:
It was reported that during an unspecified procedure a filterwire break occurred. The lesion characteristics and lesion location are unknown. The filterwire ez embolic protection system filter broke inside the patient at an unspecified time during the procedure. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during an unspecified procedure, a filterwire break occurred. The lesion characteristics and lesion location are unknown. The filterwire ez embolic protection system filter broke inside the patient at an unspecified time during the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic inspection found the filter bag was in good condition, it met specifications and there were no anomalies observed. The protection wire was found inside the delivery sheath, however, approximately 17.7 cm of the distal portion of the wire was sticking out of the delivery sheath. The radiopaque distal tip of the protection wire was found curved, wavy, and was stretched approximately 1 cm on its proximal portion. The protection wire was found popped out of the slit in the delivery sheath from 6.8 cm to 13.5 cm at the clear tubing. The delivery sheath was found partially peeled away from the protection wire approximately 9 cm. The protection wire was able to be feed back into the delivery sheath and the sheathing and unsheathing test using a good wire torque was performed with no difficulty. The filter bag was successfully retracted and then deployed. The slit was present in the delivery sheath and met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).